Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately a year after an intraocular lens (iol) was implanted, it was exchanged for another model lens due to the patient being unhappy with blurry vision. Additional information was requested.

Manufacturer narrative:
The lens was returned in a clear water-like liquid inside a specimen cup. One haptic is broken (possibly cut) from the haptic/optic junction area. The optic has a "v" shaped cut from edge past center of the lens, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The root cause for the reported patient dissatisfaction could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).